Event description:
The customer reported a leak from the probe of a coulter act diff 2 analyzer. The volume of the leak was less than 2 ml and was not contained within the instrument. The instrument operator was wearing gloves, goggles, and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event.

Manufacturer narrative:
Beckman coulter (bec) customer technical support (cts) troubleshooted the instrument with the customer via telephone. The customer found a clot in the probe block. Cts advised the customer to clean the probe wipe and to call back if further assistance was needed. The customer did not report back with any issues. Bec field service was not dispatched to the site. Bec internal identifier for this report is (B)(4).